Event description:
In 2001 a report was received from user facility stating that the tip of the device detached/broke during a shoulder procedure and the tip was retrieved. However, this resulted in a 1 hour delay. No injury to the pt. In 2004 co received a voluntary medwatch form via FDA. The medwatch form contained more info than what was originally received in 09/2001. This report stated "physician used a 3mm cannula and placed into the shoulder joint through portals; placed suture to repair tear. The cannula was removed but tip had come off into the shoulder tissue. While x-ray was called and set up, the physician continued to explore pt tissue for tip of cannula. After 1hr and with care, tip was removed without harm to pt."